Event description:
It was reported when using the bd pyxis medstation es system was not showing patient's profiled medication. The customer added that they were able to retrieve medication from another station and there was no delay in patient workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a communication issue. The technical support specialist informed the customer that the user needs to login to es enterprise server first before login to the medstation allowing system to capture the user's information including access. The system functioned as intended after the technical support specialist troubleshooted the device.